Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they tried using the sensor serter and it was painful. It felt like she had been stabbed. There was blood everywhere and she ended up with a big bruise. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer stated the site was not actively bleeding. The customer stated that during the incident, blood started coming out a lot. The customer's insertion technique was reviewed. It was inserted good. The product will not be returned for analysis.